Manufacturer narrative:
(B)(4). The hospital biomedical engineer inspected the device and during the est test the device failed the exhalation valve seal test. The exhalation valve was replaced and unit passed all testing and operates within the manufacturing specifications.

Event description:
Customer reported ventilator not delivering settings as expected while the 840 ventilator is in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.